Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump received periodic history crc failed. Some of the recorded pump history data is missing. The customer¿s blood glucose level was 198 mg/dl. Troubleshooting was not performed. The product will not be returned for analysis.